Event description:
It was reported that the colonovideoscope tested positive for an unspecified contamination. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The olympus scope was sent to an independent laboratory for culture testing and results are still pending. The investigation is ongoing and follow up with the customer is currently being performed. After culture testing, the device will be evaluated. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
Correction to b5 of the initial report: it was reported that the colono video scope shown unspecified bacteria three (3) times after culture test. The issue was found during a routine culture of the scope. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of olympus third-party testing, the device evaluation and legal manufacture's (lm) final investigation. Despite good faith attempts the user culture results and cleaning disinfection and sterilization (cds) processes were not shared. Correction to b5 for information inadvertently left out of previous report. Olympus provided the following result of the culture tests, performed at the third-party labs. Culture test in the third-party labs resulted in detection of bacteria. Sampling date: (B)(6) 2024 sampling from: distal end cfu (colony forming unit): no detection (n.d.) Bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: biopsy channel/suction channel cfu: 2 cfu/ml bacterial identification: escherichia hermannii, enterococcus casseliflavus sampling date: (B)(6) 2024 sampling from: air/water-channel cfu: 1 cfu/ml bacterial identification: enterococcus avium sampling date: (B)(6) 2024 sampling from: auxiliary water channel cfu: 1 cfu/ml bacterial identification: enterococcus avium olympus provided the following result of the culture tests. Culture test in the third-party labs resulted in no detection of bacteria. Sampling date: (B)(6) 2024 sampling from: distal end cfu: n.d. Bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: biopsy channel/suction channel cfu: 0 cfu/ml bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: a/w-channel cfu: 0 cfu/ml bacterial identification: n/a sampling date: (B)(6) 2024 sampling from: auxiliary water channel cfu: 0 cfu/ml bacterial identification: n/a the device was evaluated where additional potential adverse events found airwater-tube and airwater-cylinder had white foreign material inside the tubes. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and because the user culture results were not shared, the reported event could not be confirmed and a root cause could not be determined. Olympus confirmed foreign material adhered to the device, but could not identified the material or root cause of the material adhered. There was no physical damage to the device where foreign material was found. Lm could not judge the relation between the device and the reportable events because information on reprocessing step was not shared by the customer. Olympus performed culture testing twice after reprocessing in accordance with the instructions for use (IFU) before repair. The second culture test result conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.